Manufacturer narrative:
The event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer re-installed tubing, re-seated the ise electrodes, and made ise probe adjustments. He performed ise qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na, k, and cl results for 4 patient's tested on a cobas 6000 c (501) module. It is unknown if the initial ise results were reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial na result was 176 mmol/l, and the patient's repeat na result was 139 mmol/l. Patient 2's initial na result was 183 mmol/l, and the patient's repeat na result was 142 mmol/l. Patient 3's initial results were na 161 mmol/l, k 5.42 mmol/l, and 84.7 mmol/l. The patient's repeat results were na 138 mmol/l, k 4.65 mmol/l, and 100.7 mmol/l. Patient 4's initial na result was 165 mmol/l, and the patient's repeat na result was 130 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested but not provided.